Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart tissue. The perforation was confirmed via x-ray and lead measurements. A revision procedure was performed wherein the lead was extracted and replaced. The extracted lead was subsequently discarded and is not expected for return. No additional adverse patient effects were reported.